Manufacturer narrative:
State/providence: (B)(6).

Event description:
It was reported that device separation occurred. A rotawire drive was selected to treat a 90% stenosed, severely calcified target lesion. Restriction was noted upon device removal and the separation was noted approximately 10 cm from the tip of the device. The entirety of the device was removed with a snare. The procedure was able to be completed and no patient complications were reported.

Manufacturer narrative:
E1: state/providence: (B)(6). Device analysis by MFR: analysis of returned product reveals that guidewire was observed with a portion detached and not returned, approximately at 10 cm from the distal tip. Also, the body of the guidewire was found kinked. Adverse event related to patient condition is determined as the most probable cause since according with the information received, it is possible that existing condition as anatomical factors described by the customer could create constriction over the device when advancing through the lesion reducing the mobility and generating influencing the reported issue of guidewire fracture due to the friction generated, besides, upon product analysis it was observed that the guidewire is kinked, these types of failures could be a consequence of excessive force applied over the device due to the friction generated during the intervention, forcing the guidewire forward or backward against significant resistance could result in damage to the device, this could be an important factor that contributed to the reported issue, producing the failure reported by the customer and the failures found on the returned device.

Event description:
It was reported that device separation occurred. A rotawire drive was selected to treat a 90% stenosed, severely calcified target lesion. Restriction was noted upon device removal and the separation was noted approximately 10 cm from the tip of the device. The entirety of the device was removed with a snare. The procedure was able to be completed and no patient complications were reported.